Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that foreign matter was observed in the fluid path past the filter of the device. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Several samples were provided for evaluation. The samples were visually evaluated, and foreign matter was confirmed. Although the reported defect was confirmed, the exact cause was unable to be determined at this time. A review of the batch history records was performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.